Event description:
Medtronic received information that prior to use of an autolog one source pack, it was reported that water leaked out of the bowl and drained out from the autolog machine to the floor. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no damage noted in the instrument or the disposable, and the only visual abnormalities observed was the leakage. The fill level for the reservoir, holding, saline, and waste bag at the time of the issue was priming stage, min volume. No error warning message appeared.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.